Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, bupivacaine and clonidine via an implantable pump. The indication for use was non-malignant pain. The patient reported they have been having issues with their communicator charging port. The patient stated the port was loose and wiggly, and the cord falls out and doesn't keep a good connection. The cord falls out of the port and will no longer stay plugged in. The patient had to find an angle to get the communicator to work, in reference to holding the charging cord at an angle when plugged into the communicator in order to try to get it to take charge. The patient stated ¿it's been going on for a while now and I've been trying my best to make it work. I've had it several years¿ then stated, ¿many years¿, then stated ¿I've had it since the pump (implant), so probably 4-5 years¿. A request was sent to repair to replace the communicator. The communicator charging port is loose/damaged so they've had to find the right angle to hold the cord in the port to try to charge the communicator. The cord falls out and won't stay plugged anymore so it is very difficult to charge.